Event description:
The customer reported that the probe dripped fluid and the dilution cup overflowed on the ortho provue analyzer. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and / or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer visited the customer site and determined that the pressure was out of specifications. The fe adjusted the pressure to return the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident.